Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag ruptured. This was observed during preparation prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed, and a a tear was observed at the lower left side edge of the bag. Functional testing was performed which revealed a leak only at the lower left side edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.